Manufacturer narrative:
Product analysis: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extend/retracted and turns within specification.

Event description:
It was reported that the lead helix would not deploy prior to implant. An alternate lead was placed. No patient complications have been reported as a result of this event.